Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on (B)(6) 2018 for evaluation. The device was visually inspected, and no defect was found. Functional testing was performed, and the test passed. Paring test was performed and pass. Performed share log review and device failed. The reported event of a loss of connection was confirmed. The root cause could not be determined.